Manufacturer narrative:
This device is used for treatment. Additional information was received at a later date indicating that the patient was revised and the sales representative stated "we did not see loosening... But the bone around the tibial plate seemed to be scalloped or re-absorbed some". It was also noted that the medial peg was loading more against the anterior cortex of the tibia. The package insert state that "progressive bone resorption (osteolysis) as a result of foreign-body reaction to wear debris" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised for loosening.

Manufacturer narrative:
Insufficient data was provided so it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. No device was received; therefore the complaint can't be verified. A definitive root cause cannot be determined with the information provided. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action. Device history records were reviewed and found conforming for the tibial component.

Event description:
It was reported that the pt is experiencing pain and is showing radiolucent lines around tibial component. Pt is scheduled for a revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.